Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0214, h3, h6: no parts were returned for product analysis. There are multiple device codes present. Below clarifies what each is associated with. A05 - surgical system was warping the bed a0803 - inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon believed the surgical system was warping the bed when it was mounted, which caused inaccuracy with the navigation system. There was no patient harm and the procedure was delayed less than an hour. Additional information was received stating that the deviation was less than 3.5mm. The manufacturer representative determined both the guidance system and navigation system were inaccurate superiorly. The representative judged this based on c-arm images of the tooling. The surgeon opted to drill a pilot hole with the guidance system then manually manipulated the screw path as they placed the screw. The case was completed still using the combination of the navigation system, c-arm, and guidance system. The surgeon used the guidance system as a starting point for all of the trajectories to drill a pilot hole and then used navigation as needed to place the screws. Following the warping issues the site have implemented a new practice of removing the system from the bed prior to decompression (where the surgeon typically airplanes the bed), and they have not seen any movement. They also keep the arm extended over the patients' legs in order to balance some of the weight. So far, they have done two cases using this method and both were successful.